Manufacturer narrative:
(B)(4). Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 37 due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Unit received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.